Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and another manufacturer's right atrial (ra) lead presented to the hospital with complaint of palpitations and diaphragmatic stimulation. Interrogation of the device noted high out of range ra pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss). Noise and oversensing was then observed after the switch from bipolar to unipolar configuration and resulted in inappropriate atr mode switches. The unipolar pace/sense configuration was suspected to have caused the stimulation. Review of stored device memory noted several intermittent increases in pacing impedance measurements that began approximately two months ago. Technical services discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.